Event description:
I have used poligrip from 2006 to 2009. While using this product, I experienced numbness and tingling in my arms and feet. I called my family doctor and explained these symptoms. I was told that this could be from zinc/copper levels being off in blood. I want to have the test done on this but the test are very expensive. I would like to add that I understand this was an ongoing adverse affect on people yet no warning label was presented on package. Dose or amount: denture adhesive. Dates of use: 2006 - 2009. Diagnosis or reason for use: denture adhesive. Event abated after use stopped: no.